Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red, raised, and bleeding with sharp pain under the hydrogels and plastic frame of the patch. There was no alleged device malfunction contributing to the wound. The patient's nurse recommended removal of the patch due to the wound. The outcome of the wound is unknown.

Manufacturer narrative:
Na.